Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test were performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax and a separation between electrode and pebax, no damage on the electrode was observed, only damage in the pebax was observed, pebax was broken . The device was connected to the carto 3 system, and it was recognized; however, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the force issue; however, this cannot be conclusively determined. The separation could also be related to the issues reported. A manufacturing record evaluation was performed for the finished device 31513353l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the damage on pebax is related to the manufacturing process of the device. The potential cause of the adhesive condition is traced to the manufacturing process. The pebax damage is unrelated to the reported event. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues and to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between the electrode and pebax. During the procedure, an106 alert code occurred after the catheter plugged into the carto and before first ablation as the tip threaded through distal end of sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.